Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the module did not recognize the sensor when installed into the alert port. Manipulation of the wire during visual inspection, did not affect the sensors ability to connect. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
The field service representative (fsr) verified that the level detector would not turn on. He replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the level sensor was not turning on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the system was set up without issue and worked when the team was priming the circuit for a cpb procedure on (B)(6) 2019. When they initiated bypass, they cold not turn on the level sensing system from the icon. According to the information available, it was the system, not the isolated cable or pads. The cables looked intact, there were no indications on the screen or the actual module (light emitting diode (led) was green). They changed the pads on the reservoir, but that did not enable them to turn on or activate the level sensing system. They ran the procedure without the use of the level sensing system. There was no harm or delay in the start of the procedure due to this concern. There was no blood loss associated with this incident.